Event description:
It was reported that the device doesn't work properly, suspicious noise, and low speed. The event timing is before surgery. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country: france.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined that the motor speed was unstable. The motor was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends